Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery of minor child for right femur, 2 instruments broke with no consequence to the patient. Five (5) minute delay.

Manufacturer narrative:
Product inquiry stated both reduction instruments t2 kids small to be the subject products. No further associated products were reported. The reported event was not confirmed as the devices in question were not available for evaluation and thus, a physical examination of the devices was impossible. Due to unknown lot code tracing as well as review of the inspection records of the reported products is not possible. Furthermore, not enough information is available to reproduce or to confirm the reported case. Based on the information given the root cause of the reported event cannot be determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device was not returned.

Event description:
During surgery of minor child for right femur, 2 instruments broke with no consequence to the patient. Five minute delay.